Event description:
The customer reported to olympus that during the beginning of a therapeutic laparoscopic procedure, the image on the evis exera iii video system center while being used with the evis exera iii xenon light source was normal, but after the patient was bleeding during the surgery, the image became very dark, and could not continue the surgery. The intended procedure was completed successfully with a similar device without delay. The patient did not require additional anesthesia and is currently in good condition. There were no reports of patient harm. Related patient identifiers: (B)(6) (cv-190/evis exera iii video system center, serial number (B)(6)).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, it was found that the deformation of the socket caused the endoscope to not be inserted in place, resulting in the inability to start highlighting. An additional reportable malfunction was a lens base failure, causing a dark endoscopic image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. It is likely that the the inability to adjust brightness was due to socket deformation. Olympus will continue to monitor field performance for this device.